Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed since the sample was returned for evaluation. Based on the available information, the exact root cause of the reported event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the doctor tried inserting the sheath and dilator of the angio-seal device three to four times, however there was no good back flow. In the end, they applied manual compression. The head of the angio-seal was unused. The patient was reported to be in stable condition. The procedure was completed successfully. Additional information was received on 18feb2021. The procedure performed was an angioplasty procedure using a 6fr procedural sheath.